Manufacturer narrative:
During investigation for unrelated allegations, there were 7 instances of tactile changes to the keypad buttons as a result of contamination on the button contacts. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the 2020 model pump experienced an issue with tactile changes to the keypad buttons. These reports are not based off of initial allegations. They were found during unrelated investigations.